Event description:
A hospital in (B)(6) reported that while removing an opt318 optiflow junior nasal cannula from the breathing circuit, the tubing snapped. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint op318 cannula was not returned to fisher & paykel healthcare for evaluation but was destroyed by the hospital. Our investigation is based on photographs provided by the hospital. Results: visual inspection of the photographs revealed that both flexitubes (cannula tubing) were damaged where they connect to the breathing circuit. The tubing was stretched and broken but the metal spring was still attached. Conclusion: we were unable to determine what had caused the damage to the flexitubes, but it was possibly caused by the caregiver inadvertently exerting undue force while removing the cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube. Our investigation findings and likely cause were communicated to the customer to help prevent recurrence of this problem.